Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue and debris on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, - 12.0/+4.0/091 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to low vaulting and lens rotation. The lens was repositioned but the problem was not resolved. The lens was exchanged for a longer lens and the problem was resolved.